Manufacturer narrative:
(B)(4). Additional device:(B)(4), it is not known which of the devices were utilized on the right side, therefore both are being investigated. A review of the manufacturing records for the devices is currently in progress.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm. A gore® dryseal flex sheath was used for access. At some point during the procedure a right external iliac dissection was recognized. A bare metal self expanding stent was implanted to treat the dissection.

Manufacturer narrative:
Type of reportable event: retraction: during the investigation it was learned the dissection occurred prior to the introduction of any gore device. The dissection occurred during wire access. As no product problem deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2018-00108 is hereby retracted. Adverse event problem: results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.